Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: one device was received for evaluation. Service history review found no previous repairs. Visual inspection identified a buckling upstream occlusion (uso) seal. The uso seal was calibrated. The device then passed all tests after the repairs.

Event description:
The customer returned the product for pump failed remediation, during physical inspection it was found that the upstream occlusion (uso) seal was buckled. There was no patient involvement.